Manufacturer narrative:
One hh8bex biopsy probe was received for investigation and was found to be in good condition. Evidence of use in a procedure was present on the needle, housing and tubing. Tissue present. Device attached and initialized normally. Device obtained 6 of 6 chicken samples. Device functionality check was confirmed and the event was not duplicated. Device was found to conform to specifications. Although no adverse event occurred with this event, after further discussion with our clinical advisor, the failure mode of tissue found in the cutter has been deemed a reportable event due to potential for missed diagnosis as a result of lost or missing tissue samples. Thus, pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
The (B)(6) affiliate reported that the mass is hard, the rotation cutter can't cut anymore and was noisy. Procedure was completed with another device. No patient consequence.